Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient went to the emergency department with hematuria, flank pain. The patient's flow was 5.0 lpm, pulsatility index (pi) was 2.8, pump power was 4.8 watts, and speed was 5800 rpm. The patient was started on heparin drops. The patient was admitted to cardiothoracic intensive care unit (cticu).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. No notable alarms were observed within the file. The pump appeared operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists bleeding and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also states that ¿the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms.¿ heartmate 3 lvas patient handbook is also currently available. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. No further information was provided. The manufacturer is closing the file on this event.